Event description:
The company was informed that the patient reportedly experienced sudden loss of sound. Troubleshooting by a company representative confirmed loss of lock. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.